Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) on 27-aug-2015. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), genital haemorrhage ('abnormal bleeding/ heavy bleeding/ heavy bleeding and clotting'), autoimmune disorder ('multiple autoimmune diseases'), postoperative wound infection ('incision started draining blood and puss') and psoriatic arthropathy ('autoimmune disorder type of disorder: psoriatic arthritis') in a 35-year-old female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included zofran [ondansetron]. The patient's medical history included body mass index normal (bmi= 21.821) and hand pain. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included arthritis. Concomitant products included desogestrel;ethinylestradiol (mircette) in 2012, diazepam (valium), ethinylestradiol;levonorgestrel (tri-levlen) in 2012, fluticasone propionate;salmeterol xinafoate (advair), medroxyprogesterone acetate (depo provera), meloxicam, promethazine and salbutamol (albuterol). On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced asthma ("severe persistent asthma/ asthma/ autoimmune disorder- type of disorder : asthma/ breathing/ asthma") with respiration abnormal, dysmenorrhoea ("painful and irregular menstrual periods and ovulation/ dysmenorrhea (cramping)"), menstruation irregular ("painful and irregular menstrual periods and ovulation/ irregular periods"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) /pain and bleeding with intercourse"), abdominal pain lower ("shooting pains from my lower abdomen down my to my knees/ cramping"), anxiety ("anxiety/ psychological or psychiatric problems condition: heightened anxiety/ anxiety"), depression ("depression/ psychological or psychiatric problems condition: depression"), alopecia ("hair loss/ hair thinning, front area became very thin and scalp exposed."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ long periods"), psoriatic arthropathy (seriousness criterion medically significant), allergy to metals ("nickel allergy"), pain in extremity ("chronic leg pain and swelling") and coital bleeding ("pain and bleeding with intercourse"). In 2013, the patient experienced fatigue ("chronic fatigue/ fatigue"), tooth fracture ("dental problems breakage and increase in cavities, etc./chunks break off my teeth") and dental caries ("dental problems breakage and increase in cavities, etc."). In 2014, the patient experienced vaginal discharge ("vaginal discharge/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2015, the patient experienced hirsutism ("hair growth on face/ hormonal changes- describe : facial hair"), irritability ("hormonal changes- describe : irritability") and libido decreased ("hormonal changes- describe : decreased sex drive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), arthralgia ("joint pain"), ovulation pain ("painful and irregular menstrual periods and ovulation"), abdominal pain ("sharp abdominal pain"), abdominal distension ("nearly constant severe bloating of the abdomen/ severe bloating/ bloating"), hypersensitivity ("hightened allergic responses/allergic reactions/ allergic or hypersensitivity reaction type: possible component allergies/sensitivities"), acne ("acne/ chronic acne/ rashes or skin conditions type : acne"), abnormal weight gain ("extreme weight gain"), dyspepsia ("major digestive issues"), liver disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), renal disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), thyroid disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), panic attack ("panic attacks"), tooth disorder ("dental issues/ dental problems"), incision site haemorrhage ("incision started draining blood and puss"), incision site pain ("its been more tender for a few days"), food allergy ("food allergies/ new food sensitivities"), psoriasis ("autoimmune disorder type of disorder: psoriasis/ rashes or skin conditions type: psoriasis"), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome/ gastrointestinal or digestive system condition type: ibs"), raynaud's phenomenon ("(undiagnosed) symptoms of raynaud's phenomenon"), acne cystic ("acne cystic"), rash ("rashes/itching/redness"), pruritus ("rashes/itching/redness"), erythema ("rashes/itching/redness"), contusion ("bruising"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), peripheral swelling ("chronic leg pain and swelling"), varicose vein ("varicose veins with complication"), weight fluctuation ("weight gain/loss(specify which one) fluctuations in weight without changes to diet or exercise") and gingival disorder ("gum disease") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with pantoprazole and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, postoperative wound infection, fatigue, arthralgia, dysmenorrhoea, menstruation irregular, ovulation pain, dyspareunia, abdominal pain, abdominal pain lower, hypersensitivity, acne, abnormal weight gain, dyspepsia, liver disorder, renal disorder, thyroid disorder, anxiety, panic attack, depression, tooth disorder, incision site haemorrhage, incision site pain, hirsutism, vaginal haemorrhage, menorrhagia, food allergy, psoriasis, psoriatic arthropathy, fibromyalgia, irritable bowel syndrome, raynaud's phenomenon, pruritus, contusion, allergy to metals, vaginal discharge, weight increased, gastrooesophageal reflux disease, pain in extremity, peripheral swelling, varicose vein, coital bleeding, irritability, libido decreased, tooth fracture, dental caries, weight fluctuation and gingival disorder outcome was unknown, the genital haemorrhage, rash and erythema had resolved and the asthma, abdominal distension, alopecia, acne cystic and diarrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, acne, acne cystic, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, coital bleeding, contusion, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, hirsutism, hypersensitivity, incision site haemorrhage, incision site pain, irritability, irritable bowel syndrome, libido decreased, liver disorder, menorrhagia, menstruation irregular, ovulation pain, pain in extremity, panic attack, pelvic pain, peripheral swelling, postoperative wound infection, pruritus, psoriasis, psoriatic arthropathy, rash, raynaud's phenomenon, renal disorder, thyroid disorder, tooth disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, varicose vein, weight fluctuation and weight increased to be related to essure. The reporter commented: the plantiff claims that essure worsened a previously existing injury/condition. Information received: one side did not go in easily and doctor had to adjust it-described during procedure current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : post procedural infection, incision site pain. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : asthma, gerd, anxiety, depressive disorder, dysmenorrhea, dyspareunia, menorrhagia, and pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: gingival disorder quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: reporter information was added. New event " gum disease" were added. Follow up 12 and follow up 13 processed together on (B)(6) 2019: social media received: reporter information was added. Follow up 12 and follow up 13 processed together incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 20-apr-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 35-year-old female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included zofran [ondansetron]. The patient's medical history included body mass index normal (bmi= 21.821) and hand pain. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included arthritis. Concomitant products included desogestrel;ethinylestradiol (mircette) in 2012, diazepam (valium), ethinylestradiol;levonorgestrel (tri-levlen) in 2012, fluticasone propionate;salmeterol xinafoate (advair), medroxyprogesterone acetate (depo provera), meloxicam, promethazine and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. In 2012, the patient experienced asthma chronic ("severe persistent asthma/ asthma/ autoimmune disorder- type of disorder : asthma/ breathing/ asthma") with respiration abnormal, dysmenorrhoea ("painful and irregular menstrual periods and ovulation/ dysmenorrhea (cramping)"), menstruation irregular ("painful and irregular menstrual periods and ovulation/ irregular periods"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) /pain and bleeding with intercourse"), abdominal pain lower ("shooting pains from my lower abdomen down my to my knees/ cramping"), anxiety ("anxiety/ psychological or psychiatric problems condition: heightened anxiety/ anxiety"), depression ("depression/ psychological or psychiatric problems condition: depression"), alopecia ("hair loss/ hair thinning, front area became very thin and scalp exposed."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ long periods"), psoriatic arthropathy ("autoimmune disorder type of disorder: psoriatic arthritis"), allergy to metals ("nickel allergy"), pain in extremity ("chronic leg pain and swelling") and coital bleeding ("pain and bleeding with intercourse"). In 2013, the patient experienced fatigue ("chronic fatigue/ fatigue"), tooth fracture ("dental problems breakage and increase in cavities, etc./chunks break off my teeth") and dental caries ("dental problems breakage and increase in cavities, etc."). In 2014, the patient experienced vaginal discharge ("vaginal discharge/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2015, the patient experienced hirsutism ("hair growth on face/ hormonal changes- describe : facial hair"), irritability ("hormonal changes- describe : irritability") and libido decreased ("hormonal changes- describe : decreased sex drive"). In (B)(6) 2016, the patient experienced oropharyngeal pain ("sore throat") and dry throat ("dry throat"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/ heavy bleeding/ heavy bleeding and clotting"), autoimmune disorder ("multiple autoimmune diseases"), postoperative wound infection ("incision started draining blood and puss"), joint pain ("joint pain"), ovulation pain ("painful and irregular menstrual periods and ovulation"), abdominal pain ("sharp abdominal pain"), abdominal bloating ("nearly constant severe bloating of the abdomen/ severe bloating/ bloating"), hypersensitivity ("hightened allergic responses/allergic reactions/ allergic or hypersensitivity reaction type: possible component allergies/sensitivities"), acne ("acne/ chronic acne/ rashes or skin conditions type : acne"), abnormal weight gain ("extreme weight gain"), dyspepsia ("major digestive issues"), liver disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), renal disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), thyroid disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), panic attack ("panic attacks"), tooth disorder ("dental issues/ dental problems"), incision site haemorrhage ("incision started draining blood and puss"), incision site pain ("its been more tender for a few days"), food allergy ("food allergies/ new food sensitivities"), psoriasis ("autoimmune disorder type of disorder: psoriasis/ rashes or skin conditions type: psoriasis"), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome/ gastrointestinal or digestive system condition type: ibs"), raynaud's phenomenon ("(undiagnosed) symptoms of raynaud's phenomenon"), the first episode of acne cystic ("acne cystic"), rash ("rashes/itching/redness"), pruritus ("rashes/itching/redness"), erythema ("rashes/itching/redness"), contusion ("bruising"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), unilateral leg swelling ("chronic leg pain and swelling"), varicose vein ("varicose veins with complication"), weight fluctuation ("weight gain/loss(specify which one) fluctuations in weight without changes to diet or exercise"), gingival disorder ("gum disease"), blepharospasm ("I have twitching off and on in my eyelids"), dizziness ("dizzy spells/ neurological damage"), tinnitus ("thumping sound in my right ear"), crohn's disease ("symptoms of crohns"), vitamin d deficiency ("vitamin d deficiency"), pneumonia ("lung infection"), haematochezia ("blood in stool"), mucous stools ("mucus in stool"), abdominal pain upper ("pain in stomach"), pain ankle ("ankle pain"), joint swelling ("ankle swelling"), mood altered ("moodiness"), cardiac flutter ("heart flutters"), headache ("headache"), pain ("body ache"), disturbance in attention (" loss of concentration"), amnesia ("short term memory"), the second episode of acne cystic ("cystic acne"), myalgia ("muscle pain"), swollen abdomen ("swollen belly"), swelling of legs ("swollen legs"), carpal tunnel syndrome ("carpal tunnel in right hand"), dry skin ("dry skin"), muscle spasms ("charlie horses in legs"), bursitis ("bursitis in shoulders"), faeces discoloured ("dark brown stool"), asthma ("allergy related to asthma"), dark circles under eyes ("dark circles under eyes"), biliary colic ("gallbladder pain"), major depression ("major depressive disorder"), vision blurred ("trouble focusing vision") and photophobia ("extremely sensitive to light") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, pantoprazole, salbutamol (albuterol) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, postoperative wound infection, fatigue, joint pain, dysmenorrhoea, menstruation irregular, ovulation pain, dyspareunia, abdominal pain, abdominal pain lower, hypersensitivity, acne, abnormal weight gain, dyspepsia, liver disorder, renal disorder, thyroid disorder, anxiety, panic attack, depression, tooth disorder, incision site haemorrhage, incision site pain, hirsutism, vaginal haemorrhage, menorrhagia, food allergy, psoriasis, psoriatic arthropathy, fibromyalgia, irritable bowel syndrome, raynaud's phenomenon, pruritus, contusion, allergy to metals, vaginal discharge, weight increased, gastrooesophageal reflux disease, pain in extremity, unilateral leg swelling, varicose vein, coital bleeding, irritability, libido decreased, tooth fracture, dental caries, weight fluctuation, gingival disorder, blepharospasm, dizziness, tinnitus, crohn's disease, vitamin d deficiency, haematochezia, mucous stools, abdominal pain upper, pain ankle, joint swelling, mood altered, cardiac flutter, headache, pain, disturbance in attention, amnesia, myalgia, swollen abdomen, swelling of legs, carpal tunnel syndrome, dry skin, muscle spasms, bursitis, faeces discoloured, asthma, dark circles under eyes, biliary colic, major depression, vision blurred, photophobia, oropharyngeal pain and dry throat outcome was unknown, the genital haemorrhage, rash and erythema had resolved, the asthma chronic, abdominal bloating, alopecia, diarrhoea and the last episode of acne cystic was resolving and the pneumonia had not resolved. The reporter considered abdominal bloating, abdominal pain, abdominal pain lower, abdominal pain upper, abnormal weight gain, acne, allergy to metals, alopecia, amnesia, anxiety, asthma chronic, autoimmune disorder, biliary colic, blepharospasm, bursitis, cardiac flutter, carpal tunnel syndrome, coital bleeding, contusion, crohn's disease, dark circles under eyes, dental caries, depression, diarrhoea, disturbance in attention, dizziness, dry skin, dry throat, dysmenorrhoea, dyspareunia, dyspepsia, erythema, faeces discoloured, fatigue, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, haematochezia, headache, hirsutism, hypersensitivity, incision site haemorrhage, incision site pain, irritability, irritable bowel syndrome, joint pain, joint swelling, libido decreased, liver disorder, major depression, menorrhagia, menstruation irregular, mood altered, mucous stools, muscle spasms, myalgia, oropharyngeal pain, ovulation pain, pain, pain in extremity, panic attack, pelvic pain, photophobia, pneumonia, postoperative wound infection, pruritus, psoriasis, psoriatic arthropathy, rash, raynaud's phenomenon, renal disorder, thyroid disorder, tinnitus, tooth disorder, tooth fracture, unilateral leg swelling, vaginal discharge, vaginal haemorrhage, varicose vein, vision blurred, vitamin d deficiency, weight fluctuation, weight increased, the first episode of acne cystic, asthma, pain ankle, swelling of legs, swollen abdomen and the second episode of acne cystic to be related to essure. The reporter commented: the plantiff claims that essure worsened a previously existing injury/condition. Information received: one side did not go in easily and doctor had to adjust it-described during procedure current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : post procedural infection, incision site pain. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : asthma, gerd, anxiety, depressive disorder, dysmenorrhea, dyspareunia, menorrhagia, and pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: gingival disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0832) on 27-aug-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("multiple autoimmune diseases") and post procedural infection ("incision started draining blood and puss") in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), post procedural infection (seriousness criterion medically significant), asthma ("severe persistent asthma"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), dysmenorrhoea ("painful and irregular menstrual periods and ovulation"), menstruation irregular ("painful and irregular menstrual periods and ovulation"), ovulation pain ("painful and irregular menstrual periods and ovulation"), dyspareunia ("pain during intercourse"), abdominal pain ("sharp abdominal pain"), abdominal pain lower ("shooting pains from my lower abdomen down my to my knees"), abdominal distension ("nearly constant severe bloating of the abdomen"), hypersensitivity ("hightened allergic responses/allergic reactions"), acne ("acne"), abnormal weight gain ("extreme weight gain"), dyspepsia ("major digestive issues"), liver disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), renal disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), thyroid disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), anxiety ("anxiety"), panic attack ("panic attacks"), depression ("depression"), tooth disorder ("dental issues"), alopecia ("hair loss"), post procedural haemorrhage ("incision started draining blood and puss") and incision site pain ("its been more tender for a few days"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, post procedural infection, asthma, fatigue, arthralgia, dysmenorrhoea, menstruation irregular, ovulation pain, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, hypersensitivity, acne, abnormal weight gain, dyspepsia, liver disorder, renal disorder, thyroid disorder, anxiety, panic attack, depression, tooth disorder, alopecia, post procedural haemorrhage and incision site pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, acne, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, hypersensitivity, incision site pain, liver disorder, menstruation irregular, ovulation pain, panic attack, pelvic pain, post procedural haemorrhage, post procedural infection, renal disorder, thyroid disorder and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : post procedural infection, incision site pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media: new reporter added. New events added: incision started draining blood and puss, its been more tender for a few days. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0832) on 27-aug-2015. The most recent information was received on 18-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), genital haemorrhage ('abnormal bleeding/ heavy bleeding/ heavy bleeding and clotting'), autoimmune disorder ('multiple autoimmune diseases'), postoperative wound infection ('incision started draining blood and puss') and psoriatic arthropathy ('autoimmune disorder type of disorder: psoriatic arthritis') in a 35-year-old female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included zofran [ondansetron]. The patient's medical history included body mass index normal (bmi= 21.821) and hand pain. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included arthritis. Concomitant products included diazepam (valium), fluticasone propionate;salmeterol xinafoate (advair), medroxyprogesterone acetate (depo provera), meloxicam, promethazine and salbutamol (albuterol). On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced asthma ("severe persistent asthma/ asthma/ autoimmune disorder- type of disorder : asthma/ breathing/ asthma") with respiration abnormal, dysmenorrhoea ("painful and irregular menstrual periods and ovulation/ dysmenorrhea (cramping)"), menstruation irregular ("painful and irregular menstrual periods and ovulation/ irregular periods"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) /pain and bleeding with intercourse"), abdominal pain lower ("shooting pains from my lower abdomen down my to my knees/ cramping"), anxiety ("anxiety/ psychological or psychiatric problems condition: heightened anxiety/ anxiety"), depression ("depression/ psychological or psychiatric problems condition: depression"), alopecia ("hair loss/ hair thinning, front area became very thin and scalp exposed."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ long periods"), psoriatic arthropathy (seriousness criterion medically significant), allergy to metals ("nickel allergy"), pain in extremity ("chronic leg pain and swelling") and coital bleeding ("pain and bleeding with intercourse"). In 2013, the patient experienced fatigue ("chronic fatigue/ fatigue"), tooth fracture ("dental problems breakage and increase in cavities, etc.") And dental caries ("dental problems breakage and increase in cavities, etc."). In 2014, the patient experienced vaginal discharge ("vaginal discharge/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2015, the patient experienced hirsutism ("hair growth on face/ hormonal changes- describe : facial hair"), irritability ("hormonal changes- describe : irritability") and libido decreased ("hormonal changes- describe : decreased sex drive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), arthralgia ("joint pain"), ovulation pain ("painful and irregular menstrual periods and ovulation"), abdominal pain ("sharp abdominal pain"), abdominal distension ("nearly constant severe bloating of the abdomen/ severe bloating/ bloating"), hypersensitivity ("hightened allergic responses/allergic reactions/ allergic or hypersensitivity reaction type: possible component allergies/sensitivities"), acne ("acne/ chronic acne/ rashes or skin conditions type : acne"), abnormal weight gain ("extreme weight gain"), dyspepsia ("major digestive issues"), liver disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), renal disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), thyroid disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), panic attack ("panic attacks"), tooth disorder ("dental issues/ dental problems"), incision site haemorrhage ("incision started draining blood and puss"), incision site pain ("its been more tender for a few days"), food allergy ("food allergies/ new food sensitivities"), psoriasis ("autoimmune disorder type of disorder: psoriasis/ rashes or skin conditions type: psoriasis"), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome/ gastrointestinal or digestive system condition type: ibs"), raynaud's phenomenon ("(undiagnosed) symptoms of raynaud's phenomenon"), acne cystic ("acne cystic"), rash ("rashes/itching/redness"), pruritus ("rashes/itching/redness"), erythema ("rashes/itching/redness"), contusion ("bruising"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), peripheral swelling ("chronic leg pain and swelling"), varicose vein ("varicose veins with complication") and weight fluctuation ("weight gain/loss(specify which one) fluctuations in weight without changes to diet or exercise") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with pantoprazole and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, postoperative wound infection, fatigue, arthralgia, dysmenorrhoea, menstruation irregular, ovulation pain, dyspareunia, abdominal pain, abdominal pain lower, hypersensitivity, acne, abnormal weight gain, dyspepsia, liver disorder, renal disorder, thyroid disorder, anxiety, panic attack, depression, tooth disorder, incision site haemorrhage, incision site pain, hirsutism, vaginal haemorrhage, menorrhagia, food allergy, psoriasis, psoriatic arthropathy, fibromyalgia, irritable bowel syndrome, raynaud's phenomenon, pruritus, contusion, allergy to metals, vaginal discharge, weight increased, gastrooesophageal reflux disease, pain in extremity, peripheral swelling, varicose vein, coital bleeding, irritability, libido decreased, tooth fracture, dental caries and weight fluctuation outcome was unknown, the genital haemorrhage, rash and erythema had resolved and the asthma, abdominal distension, alopecia, acne cystic and diarrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, acne, acne cystic, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, coital bleeding, contusion, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, hirsutism, hypersensitivity, incision site haemorrhage, incision site pain, irritability, irritable bowel syndrome, libido decreased, liver disorder, menorrhagia, menstruation irregular, ovulation pain, pain in extremity, panic attack, pelvic pain, peripheral swelling, postoperative wound infection, pruritus, psoriasis, psoriatic arthropathy, rash, raynaud's phenomenon, renal disorder, thyroid disorder, tooth disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, varicose vein, weight fluctuation and weight increased to be related to essure. The reporter commented: the plantiff claims that essure worsened a previously existing injury/condition. Information received: one side did not go in easily and doctor had to adjust it-described during procedure current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on 22-aug-2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : post procedural infection, incision site pain. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : asthma, gerd, anxiety, depressive disorder, dysmenorrhea, dyspareunia, menorrhagia, and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. On (B)(6) 2019: medical records- reporter information and concomitant medication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0832) on 27-aug-2015. The most recent information was received on 07-jun-2019. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), genital haemorrhage ('abnormal bleeding/ heavy bleeding/ heavy bleeding and clotting'), autoimmune disorder ('multiple autoimmune diseases'), postoperative wound infection ('incision started draining blood and puss') and psoriatic arthropathy ('autoimmune disorder type of disorder: psoriatic arthritis') in a 35-year-old female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal (bmi= 21.821) and hand pain. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included arthritis. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair), medroxyprogesterone acetate (depo provera), meloxicam and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced asthma ("severe persistent asthma/ asthma/ autoimmune disorder- type of disorder : asthma/ breathing/ asthma") with respiration abnormal, dysmenorrhoea ("painful and irregular menstrual periods and ovulation/ dysmenorrhea (cramping)"), menstruation irregular ("painful and irregular menstrual periods and ovulation/ irregular periods"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) /pain and bleeding with intercourse"), abdominal pain lower ("shooting pains from my lower abdomen down my to my knees/ cramping"), anxiety ("anxiety/ psychological or psychiatric problems condition: heightened anxiety/ anxiety"), depression ("depression/ psychological or psychiatric problems condition: depression"), alopecia ("hair loss/ hair thinning, front area became very thin and scalp exposed."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ long periods"), psoriatic arthropathy (seriousness criterion medically significant), allergy to metals ("nickel allergy"), pain in extremity ("chronic leg pain and swelling") and coital bleeding ("pain and bleeding with intercourse"). In 2013, the patient experienced fatigue ("chronic fatigue/ fatigue"), tooth fracture ("dental problems breakage and increase in cavities, etc.") And dental caries ("dental problems breakage and increase in cavities, etc."). In 2014, the patient experienced vaginal discharge ("vaginal discharge/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2015, the patient experienced hirsutism ("hair growth on face/ hormonal changes- describe : facial hair"), irritability ("hormonal changes- describe : irritability") and libido decreased ("hormonal changes- describe : decreased sex drive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), arthralgia ("joint pain"), ovulation pain ("painful and irregular menstrual periods and ovulation"), abdominal pain ("sharp abdominal pain"), abdominal distension ("nearly constant severe bloating of the abdomen/ severe bloating/ bloating"), hypersensitivity ("hightened allergic responses/allergic reactions/ allergic or hypersensitivity reaction type: possible component allergies/sensitivities"), acne ("acne/ chronic acne/ rashes or skin conditions type : acne"), abnormal weight gain ("extreme weight gain"), dyspepsia ("major digestive issues"), liver disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), renal disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), thyroid disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), panic attack ("panic attacks"), tooth disorder ("dental issues/ dental problems"), incision site haemorrhage ("incision started draining blood and puss"), incision site pain ("its been more tender for a few days"), food allergy ("food allergies/ new food sensitivities"), psoriasis ("autoimmune disorder type of disorder: psoriasis/ rashes or skin conditions type: psoriasis"), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome/ gastrointestinal or digestive system condition type: ibs"), raynaud's phenomenon ("(undiagnosed) symptoms of raynaud's phenomenon"), acne cystic ("acne cystic"), rash ("rashes/itching/redness"), pruritus ("rashes/itching/redness"), erythema ("rashes/itching/redness"), contusion ("bruising"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), peripheral swelling ("chronic leg pain and swelling"), varicose vein ("varicose veins with complication") and weight fluctuation ("weight gain/loss(specify which one) fluctuations in weight without changes to diet or exercise") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with pantoprazole and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, postoperative wound infection, fatigue, arthralgia, dysmenorrhoea, menstruation irregular, ovulation pain, dyspareunia, abdominal pain, abdominal pain lower, hypersensitivity, acne, abnormal weight gain, dyspepsia, liver disorder, renal disorder, thyroid disorder, anxiety, panic attack, depression, tooth disorder, incision site haemorrhage, incision site pain, hirsutism, vaginal haemorrhage, menorrhagia, food allergy, psoriasis, psoriatic arthropathy, fibromyalgia, irritable bowel syndrome, raynaud's phenomenon, pruritus, contusion, allergy to metals, vaginal discharge, weight increased, gastrooesophageal reflux disease, pain in extremity, peripheral swelling, varicose vein, coital bleeding, irritability, libido decreased, tooth fracture, dental caries and weight fluctuation outcome was unknown, the genital haemorrhage, rash and erythema had resolved and the asthma, abdominal distension, alopecia, acne cystic and diarrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, acne, acne cystic, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, coital bleeding, contusion, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, hirsutism, hypersensitivity, incision site haemorrhage, incision site pain, irritability, irritable bowel syndrome, libido decreased, liver disorder, menorrhagia, menstruation irregular, ovulation pain, pain in extremity, panic attack, pelvic pain, peripheral swelling, postoperative wound infection, pruritus, psoriasis, psoriatic arthropathy, rash, raynaud's phenomenon, renal disorder, thyroid disorder, tooth disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, varicose vein, weight fluctuation and weight increased to be related to essure. The reporter commented: the plaintiff claims that essure worsened a previously existing injury/condition. Information received: one side did not go in easily and doctor had to adjust it-described during procedure. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : post procedural infection, incision site pain. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : asthma, gerd, anxiety, depressive disorder, dysmenorrhea, dyspareunia, menorrhagia, and pelvic pain. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2019: plaintiff fact sheet and medical records received : lot number updated. Events added- hirsutism, menorrhagia, vaginal haemorrhage, food allergy, psoriasis, psoriatic arthropathy, fibromyalgia, irritable bowel syndrome, raynaud's phenomenon, acne cystic, rash, pruritus, erythema, contusion, allergy to metals, vaginal discharge, weight increased, gastrooesophageal reflux disease, pain in extremity, pain in extremity, peripheral swelling, varicose vein, coital bleeding, irritability, libido decreased, tooth fracture, dental caries, weight fluctuation. Outcome of events ¿genital haemorrhage, rash, erythema ¿, updated to ¿recovered / resolved¿. Outcome of events ¿asthma, acne cystic, diarrhoea , abdominal distension, alopecia ¿ updated to ¿recovering / resolving¿. Verbatim ¿allergic or hypersensitivity reaction type: possible component allergies/sensitivities¿ clubbed with event ¿hypersensitivity¿. Verbatim ¿new food sensitivities¿ clubbed with event ¿food allergy¿. Verbatim ¿heavy bleeding and clotting¿ clubbed with event ¿genital haemorrhage¿. Event onset date updated. Treatment and concomitant products added. Medical history and concurrent conditions added. Lab details added. Reporter information, patient details, reported indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 27-aug-2015. The most recent information was received on 17-feb-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 35-year-old female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included zofran [ondansetron]. The patient's medical history included body mass index normal (bmi= 21.821) and hand pain. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included arthritis. Concomitant products included desogestrel;ethinylestradiol (mircette) in 2012, diazepam (valium), ethinylestradiol;levonorgestrel (tri-levlen) in 2012, fluticasone propionate;salmeterol xinafoate (advair), medroxyprogesterone acetate (depo provera), meloxicam, promethazine and salbutamol (albuterol). On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced asthma ("severe persistent asthma/ asthma/ autoimmune disorder- type of disorder : asthma/ breathing/ asthma") with respiration abnormal, dysmenorrhoea ("painful and irregular menstrual periods and ovulation/ dysmenorrhea (cramping)"), menstruation irregular ("painful and irregular menstrual periods and ovulation/ irregular periods"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) /pain and bleeding with intercourse"), abdominal pain lower ("shooting pains from my lower abdomen down my to my knees/ cramping"), anxiety ("anxiety/ psychological or psychiatric problems condition: heightened anxiety/ anxiety"), depression ("depression/ psychological or psychiatric problems condition: depression"), alopecia ("hair loss/ hair thinning, front area became very thin and scalp exposed."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ long periods"), psoriatic arthropathy ("autoimmune disorder type of disorder: psoriatic arthritis"), allergy to metals ("nickel allergy"), pain in extremity ("chronic leg pain and swelling") and coital bleeding ("pain and bleeding with intercourse"). In 2013, the patient experienced fatigue ("chronic fatigue/ fatigue"), tooth fracture ("dental problems breakage and increase in cavities, etc./chunks break off my teeth") and dental caries ("dental problems breakage and increase in cavities, etc."). In 2014, the patient experienced vaginal discharge ("vaginal discharge/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2015, the patient experienced hirsutism ("hair growth on face/ hormonal changes- describe : facial hair"), irritability ("hormonal changes- describe : irritability") and libido decreased ("hormonal changes- describe : decreased sex drive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/ heavy bleeding/ heavy bleeding and clotting"), autoimmune disorder ("multiple autoimmune diseases"), postoperative wound infection ("incision started draining blood and puss"), arthralgia ("joint pain"), ovulation pain ("painful and irregular menstrual periods and ovulation"), abdominal pain ("sharp abdominal pain"), abdominal distension ("nearly constant severe bloating of the abdomen/ severe bloating/ bloating"), hypersensitivity ("hightened allergic responses/allergic reactions/ allergic or hypersensitivity reaction type: possible component allergies/sensitivities"), acne ("acne/ chronic acne/ rashes or skin conditions type : acne"), abnormal weight gain ("extreme weight gain"), dyspepsia ("major digestive issues"), liver disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), renal disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), thyroid disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), panic attack ("panic attacks"), tooth disorder ("dental issues/ dental problems"), incision site haemorrhage ("incision started draining blood and puss"), incision site pain ("its been more tender for a few days"), food allergy ("food allergies/ new food sensitivities"), psoriasis ("autoimmune disorder type of disorder: psoriasis/ rashes or skin conditions type: psoriasis"), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome/ gastrointestinal or digestive system condition type: ibs"), raynaud's phenomenon ("(undiagnosed) symptoms of raynaud's phenomenon"), acne cystic ("acne cystic"), rash ("rashes/itching/redness"), pruritus ("rashes/itching/redness"), erythema ("rashes/itching/redness"), contusion ("bruising"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), peripheral swelling ("chronic leg pain and swelling"), varicose vein ("varicose veins with complication"), weight fluctuation ("weight gain/loss(specify which one) fluctuations in weight without changes to diet or exercise"), gingival disorder ("gum disease"), blepharospasm ("I have twitching off and on in my eyelids"), dizziness ("dizzy spells/ neurological damage"), tinnitus ("thumping sound in my right ear") and crohn's disease ("symptoms of crohns") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with pantoprazole and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, postoperative wound infection, fatigue, arthralgia, dysmenorrhoea, menstruation irregular, ovulation pain, dyspareunia, abdominal pain, abdominal pain lower, hypersensitivity, acne, abnormal weight gain, dyspepsia, liver disorder, renal disorder, thyroid disorder, anxiety, panic attack, depression, tooth disorder, incision site haemorrhage, incision site pain, hirsutism, vaginal haemorrhage, menorrhagia, food allergy, psoriasis, psoriatic arthropathy, fibromyalgia, irritable bowel syndrome, raynaud's phenomenon, pruritus, contusion, allergy to metals, vaginal discharge, weight increased, gastrooesophageal reflux disease, pain in extremity, peripheral swelling, varicose vein, coital bleeding, irritability, libido decreased, tooth fracture, dental caries, weight fluctuation, gingival disorder, blepharospasm, dizziness, tinnitus and crohn's disease outcome was unknown, the genital haemorrhage, rash and erythema had resolved and the asthma, abdominal distension, alopecia, acne cystic and diarrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, acne, acne cystic, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, blepharospasm, coital bleeding, contusion, crohn's disease, dental caries, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, hirsutism, hypersensitivity, incision site haemorrhage, incision site pain, irritability, irritable bowel syndrome, libido decreased, liver disorder, menorrhagia, menstruation irregular, ovulation pain, pain in extremity, panic attack, pelvic pain, peripheral swelling, postoperative wound infection, pruritus, psoriasis, psoriatic arthropathy, rash, raynaud's phenomenon, renal disorder, thyroid disorder, tinnitus, tooth disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, varicose vein, weight fluctuation and weight increased to be related to essure. The reporter commented: the plantiff claims that essure worsened a previously existing injury/condition. Information received: one side did not go in easily and doctor had to adjust it-described during procedure current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : post procedural infection, incision site pain. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : asthma, gerd, anxiety, depressive disorder, dysmenorrhea, dyspareunia, menorrhagia, and pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: gingival disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-feb-2020: social media received. Reporters information were added. Event:symptoms of crohns were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 27-aug-2015. The most recent information was received on 01-apr-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 35-year-old female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included zofran [ondansetron]. The patient's medical history included body mass index normal (bmi= 21.821) and hand pain. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included arthritis. Concomitant products included desogestrel;ethinylestradiol (mircette) in 2012, diazepam (valium), ethinylestradiol;levonorgestrel (tri-levlen) in 2012, fluticasone propionate;salmeterol xinafoate (advair), medroxyprogesterone acetate (depo provera), meloxicam, promethazine and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. In 2012, the patient experienced asthma chronic ("severe persistent asthma/ asthma/ autoimmune disorder- type of disorder : asthma/ breathing/ asthma") with respiration abnormal, dysmenorrhoea ("painful and irregular menstrual periods and ovulation/ dysmenorrhea (cramping)"), menstruation irregular ("painful and irregular menstrual periods and ovulation/ irregular periods"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) /pain and bleeding with intercourse"), abdominal pain lower ("shooting pains from my lower abdomen down my to my knees/ cramping"), anxiety ("anxiety/ psychological or psychiatric problems condition: heightened anxiety/ anxiety"), depression ("depression/ psychological or psychiatric problems condition: depression"), alopecia ("hair loss/ hair thinning, front area became very thin and scalp exposed."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ long periods"), psoriatic arthropathy ("autoimmune disorder type of disorder: psoriatic arthritis"), allergy to metals ("nickel allergy"), pain in extremity ("chronic leg pain and swelling") and coital bleeding ("pain and bleeding with intercourse"). In 2013, the patient experienced fatigue ("chronic fatigue/ fatigue"), tooth fracture ("dental problems breakage and increase in cavities, etc./chunks break off my teeth") and dental caries ("dental problems breakage and increase in cavities, etc."). In 2014, the patient experienced vaginal discharge ("vaginal discharge/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2015, the patient experienced hirsutism ("hair growth on face/ hormonal changes- describe : facial hair"), irritability ("hormonal changes- describe : irritability") and libido decreased ("hormonal changes- describe : decreased sex drive"). In (B)(6) 2016, the patient experienced oropharyngeal pain ("sore throat") and dry throat ("dry throat"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/ heavy bleeding/ heavy bleeding and clotting"), autoimmune disorder ("multiple autoimmune diseases"), postoperative wound infection ("incision started draining blood and puss"), joint pain ("joint pain"), ovulation pain ("painful and irregular menstrual periods and ovulation"), abdominal pain ("sharp abdominal pain"), abdominal bloating ("nearly constant severe bloating of the abdomen/ severe bloating/ bloating"), hypersensitivity ("hightened allergic responses/allergic reactions/ allergic or hypersensitivity reaction type: possible component allergies/sensitivities"), acne ("acne/ chronic acne/ rashes or skin conditions type : acne"), abnormal weight gain ("extreme weight gain"), dyspepsia ("major digestive issues"), liver disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), renal disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), thyroid disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), panic attack ("panic attacks"), tooth disorder ("dental issues/ dental problems"), incision site haemorrhage ("incision started draining blood and puss"), incision site pain ("its been more tender for a few days"), food allergy ("food allergies/ new food sensitivities"), psoriasis ("autoimmune disorder type of disorder: psoriasis/ rashes or skin conditions type: psoriasis"), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome/ gastrointestinal or digestive system condition type: ibs"), raynaud's phenomenon ("(undiagnosed) symptoms of raynaud's phenomenon"), the first episode of acne cystic ("acne cystic"), rash ("rashes/itching/redness"), pruritus ("rashes/itching/redness"), erythema ("rashes/itching/redness"), contusion ("bruising"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), unilateral leg swelling ("chronic leg pain and swelling"), varicose vein ("varicose veins with complication"), weight fluctuation ("weight gain/loss(specify which one) fluctuations in weight without changes to diet or exercise"), gingival disorder ("gum disease"), blepharospasm ("I have twitching off and on in my eyelids"), dizziness ("dizzy spells/ neurological damage"), tinnitus ("thumping sound in my right ear"), crohn's disease ("symptoms of crohns"), vitamin d deficiency ("vitamin d deficiency"), pneumonia ("lung infection"), haematochezia ("blood in stool"), mucous stools ("mucus in stool"), abdominal pain upper ("pain in stomach"), pain ankle ("ankle pain"), joint swelling ("ankle swelling"), mood altered ("moodiness"), cardiac flutter ("heart flutters"), headache ("headache"), pain ("body ache"), disturbance in attention (" loss of concentration"), amnesia ("short term memory"), the second episode of acne cystic ("cystic acne"), myalgia ("muscle pain"), swollen abdomen ("swollen belly"), swelling of legs ("swollen legs"), carpal tunnel syndrome ("carpal tunnel in right hand"), dry skin ("dry skin"), muscle spasms ("charlie horses in legs"), bursitis ("bursitis in shoulders"), faeces discoloured ("dark brown stool"), asthma ("allergy related to asthma"), dark circles under eyes ("dark circles under eyes"), biliary colic ("gallbladder pain"), major depression ("major depressive disorder"), vision blurred ("trouble focusing vision") and photophobia ("extremely sensitive to light") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, pantoprazole, salbutamol (albuterol) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, postoperative wound infection, fatigue, joint pain, dysmenorrhoea, menstruation irregular, ovulation pain, dyspareunia, abdominal pain, abdominal pain lower, hypersensitivity, acne, abnormal weight gain, dyspepsia, liver disorder, renal disorder, thyroid disorder, anxiety, panic attack, depression, tooth disorder, incision site haemorrhage, incision site pain, hirsutism, vaginal haemorrhage, menorrhagia, food allergy, psoriasis, psoriatic arthropathy, fibromyalgia, irritable bowel syndrome, raynaud's phenomenon, pruritus, contusion, allergy to metals, vaginal discharge, weight increased, gastrooesophageal reflux disease, pain in extremity, unilateral leg swelling, varicose vein, coital bleeding, irritability, libido decreased, tooth fracture, dental caries, weight fluctuation, gingival disorder, blepharospasm, dizziness, tinnitus, crohn's disease, vitamin d deficiency, haematochezia, mucous stools, abdominal pain upper, pain ankle, joint swelling, mood altered, cardiac flutter, headache, pain, disturbance in attention, amnesia, myalgia, swollen abdomen, swelling of legs, carpal tunnel syndrome, dry skin, muscle spasms, bursitis, faeces discoloured, asthma, dark circles under eyes, biliary colic, major depression, vision blurred, photophobia, oropharyngeal pain and dry throat outcome was unknown, the genital haemorrhage, rash and erythema had resolved, the asthma chronic, abdominal bloating, alopecia, diarrhoea and the last episode of acne cystic was resolving and the pneumonia had not resolved. The reporter considered abdominal bloating, abdominal pain, abdominal pain lower, abdominal pain upper, abnormal weight gain, acne, allergy to metals, alopecia, amnesia, anxiety, asthma chronic, autoimmune disorder, biliary colic, blepharospasm, bursitis, cardiac flutter, carpal tunnel syndrome, coital bleeding, contusion, crohn's disease, dark circles under eyes, dental caries, depression, diarrhoea, disturbance in attention, dizziness, dry skin, dry throat, dysmenorrhoea, dyspareunia, dyspepsia, erythema, faeces discoloured, fatigue, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, haematochezia, headache, hirsutism, hypersensitivity, incision site haemorrhage, incision site pain, irritability, irritable bowel syndrome, joint pain, joint swelling, libido decreased, liver disorder, major depression, menorrhagia, menstruation irregular, mood altered, mucous stools, muscle spasms, myalgia, oropharyngeal pain, ovulation pain, pain, pain in extremity, panic attack, pelvic pain, photophobia, pneumonia, postoperative wound infection, pruritus, psoriasis, psoriatic arthropathy, rash, raynaud's phenomenon, renal disorder, thyroid disorder, tinnitus, tooth disorder, tooth fracture, unilateral leg swelling, vaginal discharge, vaginal haemorrhage, varicose vein, vision blurred, vitamin d deficiency, weight fluctuation, weight increased, the first episode of acne cystic, asthma, pain ankle, swelling of legs, swollen abdomen and the second episode of acne cystic to be related to essure. The reporter commented: the plantiff claims that essure worsened a previously existing injury/condition. Information received: one side did not go in easily and doctor had to adjust it-described during procedure current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : post procedural infection, incision site pain. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : asthma, gerd, anxiety, depressive disorder, dysmenorrhea, dyspareunia, menorrhagia, and pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: gingival disorder. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-apr-2020: information received from social media. New events added: lung infection, blood in stool, mucus in stool, pain in stomach, ankle pain, ankle swelling, moodiness, heart flutters, headache, body ache, loss of concentration, short term memory, cystic acne, muscle pain, swollen belly, swollen legs, carpal tunnel in right hand, dry skin, charlie horses in legs, bursitis in shoulders, dark brown stool, allergy related to asthma, dark circles under eyes, gallbladder pain, major depressive disorder, trouble focusing vision, extremely sensitive to light, sore throat, and dry throat. On 20-mar-2020: no new information. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-aug-2015. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 35-year-old female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included zofran [ondansetron]. The patient's medical history included body mass index normal (bmi= 21.821) and hand pain. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included arthritis. Concomitant products included desogestrel;ethinylestradiol (mircette) in 2012, diazepam (valium), ethinylestradiol;levonorgestrel (tri-levlen) in 2012, fluticasone propionate;salmeterol xinafoate (advair), medroxyprogesterone acetate (depo provera), meloxicam, promethazine and salbutamol (albuterol). On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced asthma ("severe persistent asthma/ asthma/ autoimmune disorder- type of disorder : asthma/ breathing/ asthma") with respiration abnormal, dysmenorrhoea ("painful and irregular menstrual periods and ovulation/ dysmenorrhea cramping"), menstruation irregular ("painful and irregular menstrual periods and ovulation/ irregular periods"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) /pain and bleeding with intercourse"), abdominal pain lower ("shooting pains from my lower abdomen down my to my knees/ cramping"), anxiety ("anxiety/ psychological or psychiatric problems condition: heightened anxiety/ anxiety"), depression ("depression/ psychological or psychiatric problems condition: depression"), alopecia ("hair loss/ hair thinning, front area became very thin and scalp exposed."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ long periods"), psoriatic arthropathy ("autoimmune disorder type of disorder: psoriatic arthritis"), allergy to metals ("nickel allergy"), pain in extremity ("chronic leg pain and swelling") and coital bleeding ("pain and bleeding with intercourse"). In 2013, the patient experienced fatigue ("chronic fatigue/ fatigue"), tooth fracture ("dental problems breakage and increase in cavities, etc./chunks break off my teeth") and dental caries ("dental problems breakage and increase in cavities, etc."). In 2014, the patient experienced vaginal discharge ("vaginal discharge/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2015, the patient experienced hirsutism ("hair growth on face/ hormonal changes- describe : facial hair"), irritability ("hormonal changes- describe : irritability") and libido decreased ("hormonal changes- describe : decreased sex drive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/ heavy bleeding/ heavy bleeding and clotting"), autoimmune disorder ("multiple autoimmune diseases"), postoperative wound infection ("incision started draining blood and puss"), arthralgia ("joint pain"), ovulation pain ("painful and irregular menstrual periods and ovulation"), abdominal pain ("sharp abdominal pain"), abdominal distension ("nearly constant severe bloating of the abdomen/ severe bloating/ bloating"), hypersensitivity ("hightened allergic responses/allergic reactions/ allergic or hypersensitivity reaction type: possible component allergies/sensitivities"), acne ("acne/ chronic acne/ rashes or skin conditions type : acne"), abnormal weight gain ("extreme weight gain"), dyspepsia ("major digestive issues"), liver disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), renal disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), thyroid disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), panic attack ("panic attacks"), tooth disorder ("dental issues/ dental problems"), incision site haemorrhage ("incision started draining blood and puss"), incision site pain ("its been more tender for a few days"), food allergy ("food allergies/ new food sensitivities"), psoriasis ("autoimmune disorder type of disorder: psoriasis/ rashes or skin conditions type: psoriasis"), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome/ gastrointestinal or digestive system condition type: ibs"), raynaud's phenomenon ("(undiagnosed) symptoms of raynaud's phenomenon"), acne cystic ("acne cystic"), rash ("rashes/itching/redness"), pruritus ("rashes/itching/redness"), erythema ("rashes/itching/redness"), contusion ("bruising"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), peripheral swelling ("chronic leg pain and swelling"), varicose vein ("varicose veins with complication"), weight fluctuation ("weight gain/loss(specify which one) fluctuations in weight without changes to diet or exercise"), gingival disorder ("gum disease"), blepharospasm ("I have twitching off and on in my eyelids"), dizziness ("dizzy spells/ neurological damage") and tinnitus ("thumping sound in my right ear") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with pantoprazole and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, postoperative wound infection, fatigue, arthralgia, dysmenorrhoea, menstruation irregular, ovulation pain, dyspareunia, abdominal pain, abdominal pain lower, hypersensitivity, acne, abnormal weight gain, dyspepsia, liver disorder, renal disorder, thyroid disorder, anxiety, panic attack, depression, tooth disorder, incision site haemorrhage, incision site pain, hirsutism, vaginal haemorrhage, menorrhagia, food allergy, psoriasis, psoriatic arthropathy, fibromyalgia, irritable bowel syndrome, raynaud's phenomenon, pruritus, contusion, allergy to metals, vaginal discharge, weight increased, gastrooesophageal reflux disease, pain in extremity, peripheral swelling, varicose vein, coital bleeding, irritability, libido decreased, tooth fracture, dental caries, weight fluctuation, gingival disorder, blepharospasm, dizziness and tinnitus outcome was unknown, the genital haemorrhage, rash and erythema had resolved and the asthma, abdominal distension, alopecia, acne cystic and diarrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, acne, acne cystic, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, blepharospasm, coital bleeding, contusion, dental caries, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, hirsutism, hypersensitivity, incision site haemorrhage, incision site pain, irritability, irritable bowel syndrome, libido decreased, liver disorder, menorrhagia, menstruation irregular, ovulation pain, pain in extremity, panic attack, pelvic pain, peripheral swelling, postoperative wound infection, pruritus, psoriasis, psoriatic arthropathy, rash, raynaud's phenomenon, renal disorder, thyroid disorder, tinnitus, tooth disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, varicose vein, weight fluctuation and weight increased to be related to essure. The reporter commented: the plantiff claims that essure worsened a previously existing injury/condition. Information received: one side did not go in easily and doctor had to adjust it-described during procedure current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : post procedural infection, incision site pain. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : asthma, gerd, anxiety, depressive disorder, dysmenorrhea, dyspareunia, menorrhagia, and pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: gingival disorder. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New events I have twitching off and on in my eyelids, dizzy spells was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0832) on 27-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a 35-year-old female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included zofran [ondansetron]. The patient's medical history included body mass index normal (bmi= 21.821) and hand pain. Previously administered products included for prevent pregnancy: mirena. Concurrent conditions included arthritis. Concomitant products included desogestrel;ethinylestradiol (mircette) in 2012, diazepam (valium), ethinylestradiol;levonorgestrel (tri-levlen) in 2012, fluticasone propionate;salmeterol xinafoate (advair), medroxyprogesterone acetate (depo provera), meloxicam, promethazine and salbutamol (albuterol). On an unknown date, the patient started zofran [ondansetron] at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced asthma ("severe persistent asthma/ asthma/ autoimmune disorder- type of disorder : asthma/ breathing/ asthma") with respiration abnormal, dysmenorrhoea ("painful and irregular menstrual periods and ovulation/ dysmenorrhea cramping"), menstruation irregular ("painful and irregular menstrual periods and ovulation/ irregular periods"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) /pain and bleeding with intercourse"), abdominal pain lower ("shooting pains from my lower abdomen down my to my knees/ cramping"), anxiety ("anxiety/ psychological or psychiatric problems condition: heightened anxiety/ anxiety"), depression ("depression/ psychological or psychiatric problems condition: depression"), alopecia ("hair loss/ hair thinning, front area became very thin and scalp exposed."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ long periods"), psoriatic arthropathy ("autoimmune disorder type of disorder: psoriatic arthritis"), allergy to metals ("nickel allergy"), pain in extremity ("chronic leg pain and swelling") and coital bleeding ("pain and bleeding with intercourse"). In 2013, the patient experienced fatigue ("chronic fatigue/ fatigue"), tooth fracture ("dental problems breakage and increase in cavities, etc./chunks break off my teeth") and dental caries ("dental problems breakage and increase in cavities, etc."). In 2014, the patient experienced vaginal discharge ("vaginal discharge/ vaginal discharge extremely heavy and thick sometimes clear,sometimes brownish, sometimes with blood") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2015, the patient experienced hirsutism ("hair growth on face/ hormonal changes- describe : facial hair"), irritability ("hormonal changes- describe : irritability") and libido decreased ("hormonal changes- describe : decreased sex drive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding/ heavy bleeding/ heavy bleeding and clotting"), autoimmune disorder ("multiple autoimmune diseases"), postoperative wound infection ("incision started draining blood and puss"), arthralgia ("joint pain"), ovulation pain ("painful and irregular menstrual periods and ovulation"), abdominal pain ("sharp abdominal pain"), abdominal distension ("nearly constant severe bloating of the abdomen/ severe bloating/ bloating"), hypersensitivity ("hightened allergic responses/allergic reactions/ allergic or hypersensitivity reaction type: possible component allergies/sensitivities"), acne ("acne/ chronic acne/ rashes or skin conditions type : acne"), abnormal weight gain ("extreme weight gain"), dyspepsia ("major digestive issues"), liver disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), renal disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), thyroid disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), panic attack ("panic attacks"), tooth disorder ("dental issues/ dental problems"), incision site haemorrhage ("incision started draining blood and puss"), incision site pain ("its been more tender for a few days"), food allergy ("food allergies/ new food sensitivities"), psoriasis ("autoimmune disorder type of disorder: psoriasis/ rashes or skin conditions type: psoriasis"), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable bowel syndrome/ gastrointestinal or digestive system condition type: ibs"), raynaud's phenomenon ("(undiagnosed) symptoms of raynaud's phenomenon"), acne cystic ("acne cystic"), rash ("rashes/itching/redness"), pruritus ("rashes/itching/redness"), erythema ("rashes/itching/redness"), contusion ("bruising"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), peripheral swelling ("chronic leg pain and swelling"), varicose vein ("varicose veins with complication"), weight fluctuation ("weight gain/loss(specify which one) fluctuations in weight without changes to diet or exercise"), gingival disorder ("gum disease"), blepharospasm ("I have twitching off and on in my eyelids"), dizziness ("dizzy spells/ neurological damage"), tinnitus ("thumping sound in my right ear"), crohn's disease ("symptoms of crohns") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with pantoprazole and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on 3-jun-2016. At the time of the report, the pelvic pain, autoimmune disorder, postoperative wound infection, fatigue, arthralgia, dysmenorrhoea, menstruation irregular, ovulation pain, dyspareunia, abdominal pain, abdominal pain lower, hypersensitivity, acne, abnormal weight gain, dyspepsia, liver disorder, renal disorder, thyroid disorder, anxiety, panic attack, depression, tooth disorder, incision site haemorrhage, incision site pain, hirsutism, vaginal haemorrhage, menorrhagia, food allergy, psoriasis, psoriatic arthropathy, fibromyalgia, irritable bowel syndrome, raynaud's phenomenon, pruritus, contusion, allergy to metals, vaginal discharge, weight increased, gastrooesophageal reflux disease, pain in extremity, peripheral swelling, varicose vein, coital bleeding, irritability, libido decreased, tooth fracture, dental caries, weight fluctuation, gingival disorder, blepharospasm, dizziness, tinnitus, crohn's disease and vitamin d deficiency outcome was unknown, the genital haemorrhage, rash and erythema had resolved and the asthma, abdominal distension, alopecia, acne cystic and diarrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, acne, acne cystic, allergy to metals, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, blepharospasm, coital bleeding, contusion, crohn's disease, dental caries, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, fibromyalgia, food allergy, gastrooesophageal reflux disease, genital haemorrhage, gingival disorder, hirsutism, hypersensitivity, incision site haemorrhage, incision site pain, irritability, irritable bowel syndrome, libido decreased, liver disorder, menorrhagia, menstruation irregular, ovulation pain, pain in extremity, panic attack, pelvic pain, peripheral swelling, postoperative wound infection, pruritus, psoriasis, psoriatic arthropathy, rash, raynaud's phenomenon, renal disorder, thyroid disorder, tinnitus, tooth disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, varicose vein, vitamin d deficiency, weight fluctuation and weight increased to be related to essure. The reporter commented: the plaintiff claims that essure worsened a previously existing injury/condition. Information received: one side did not go in easily and doctor had to adjust it-described during procedure current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media : post procedural infection, incision site pain. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : asthma, gerd, anxiety, depressive disorder, dysmenorrhea, dyspareunia, menorrhagia, and pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: gingival disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- vitamin d deficiency. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 27-aug-2015. The most recent information was received on 01-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("multiple autoimmune diseases") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), asthma ("severe persistent asthma"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), dysmenorrhoea ("painful and irregular menstrual periods and ovulation"), menstruation irregular ("painful and irregular menstrual periods and ovulation"), ovulation pain ("painful and irregular menstrual periods and ovulation"), dyspareunia ("pain during intercourse"), abdominal pain ("sharp abdominal pain"), abdominal pain lower ("shooting pains from my lower abdomen down my to my knees"), abdominal distension ("nearly constant severe bloating of the abdomen"), hypersensitivity ("hightened allergic responses/allergic reactions"), acne ("acne"), abnormal weight gain ("extreme weight gain"), dyspepsia ("major digestive issues"), liver disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), renal disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), thyroid disorder ("recent blood work indicates problems with my liver, kidneys, and thyroid"), anxiety ("anxiety"), panic attack ("panic attacks"), depression ("depression"), tooth disorder ("dental issues") and alopecia ("hair loss"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, asthma, fatigue, arthralgia, dysmenorrhoea, menstruation irregular, ovulation pain, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, hypersensitivity, acne, abnormal weight gain, dyspepsia, liver disorder, renal disorder, thyroid disorder, anxiety, panic attack, depression, tooth disorder and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, acne, alopecia, anxiety, arthralgia, asthma, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, hypersensitivity, liver disorder, menstruation irregular, ovulation pain, panic attack, pelvic pain, renal disorder, thyroid disorder and tooth disorder to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-nov-2017: summons received- case became potentially legal, reporter added, start date and stop date was updated. Events dental issues, abnormal bleeding, hair loss, pain were added.essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.